Event description:
The manufacturer received information alleging a ventilator's set tidal volume was not achieved. There was no harm or injury reported. The manufacturer's field service engineer evaluated the device onsite and confirmed the issue. The device's oxygen blending module assembly and main board were replaced to address the issue. Additionally, the device's blower assembly was cleaned. The device was calibrated and passed all testing.